Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed button error. The customer¿s blood glucose level was unknown at the time of the incident. The caller stated the buttons had been unresponsive since (B)(6) 2016. The customer ended up being hospitalized due to delivery issues when they used their pink pump. The caller also mentioned moisture under the screen, a frozen display, and cracks on the pump. Troubleshooting was not completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test. No frozen screens noted. Unit received with intermittent up arrow due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at the electronic and motor assemblies per visual inspection. Unit received with cracked case at the display window corners, display window, reservoir tube lip, belt clip slot and batter tube threads.